Event description:
It was reported that during the attempted implant of this right ventricular lead, helix extension issues were observed. The physician ultimately had to remove the lead from the implant procedure and confirmed similar issues outside of the heart. Another lead of same model type was implanted without complication and the attempted implant lead is intended to be returned for laboratory analysis. No resulting adverse patient effects were reported as a result of the extended procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.